Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no reason for the migration was determined. The issue was resolved and the patient was going to be re-implanted on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 06-may-2023, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 06-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that it was determined that the left lead had migrated. No traumas, falls or other activity was reported to be related to the issue. The patient had a revision on (B)(6) 2019. During the revision it was discovered that the system had an infection. The patient had the whole system removed. The patient was scheduled to have the system re-implanted on (B)(6) 2019. The indication for use was non-malignant pain and radiculopathy.